Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented after experiencing syncope. Upon interrogation it was noted that a shock had been diverted due to undersensing of very fine ventricular fibrillation (vf). The delay to therapy was eight seconds. Boston scientific technical services (ts) suggested measuring the amplitude of the signal which was 1.7 millivolts (mv) followed by a 0.2 mv signal below the programmed automatic gain control (agc) programmed rate of 0.4 mv. The agc was reprogramed to 0.3 mv and no additional adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) remains in service.